Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the system was explanted and replaced with a competitor¿s system.

Manufacturer narrative:
Correction: d6a: date of implant.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient is experiencing ineffective therapy due to lead fracture. In turn, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Date of surgery is unknown.